Manufacturer narrative:
An investigation is in progress. A follow up medwatch will be submitted when the investigation is complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. It was reported that 30 minutes after the deliver was started, solution leaked from the connection of the tubing and the filter outlet. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.